Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing impedance measurement of 1,900 ohms during the implant procedure. The patient was suspected for apex perforation. The physician had difficulty retracting the rv lead and at the same time, dislodged the right atrial (ra) lead. The leads were explanted and replaced with competitor leads. The rv and ra lead were never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Upon visual inspection the helix was noted to be slightly deformed. The lead passed the electrical testing. However, the perforation cannot be ruled out as there was a tissue entwined in the helix. Furthermore, analysis noted that the tip could have been prevented from properly engaging the heart tissue which results to poor electrical contact but it depends on when the tissue was entwined in the helix. Laboratory analysis could not confirm the reported high pacing impedance measurement. No further issues were observed.